Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a continuous flush was administered and maintained per the instructions for use (IFU). The guidewire was able to pass the catheter hub. There was no damage or other issue observed with the guidewire. The cause of the guidewire resistance in the phenom catheter was not determined, but considered possibly due to catheter kink/lumen collapse but catheter damage was not confirmed. The issue occurred prior to use of the solitaire and there was no problem with the solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a guidewire had resistance in the phenom21 catheter. An optimo 9 fr was delivered to the internal carotid, and phenom 21 was prepared according to the package insert. When attempting to set up the chikai 14 wire, which had also been prepared according to the package insert, externally, a strong sense of stiffness and resistance was felt in the inner cavity of the phenom 21. Worried that the 14wire would break, a new phenom 21 that had just opened. The newly opened phenom 21 was used without any problems. It was prepared as per the package insert, and set up a chikai 14 wire that was also prepared as per the package insert. After that, the thrombus could be collected without any problems, and the procedure was completed successfully. The resistance was in the shaft center. The patient was undergoing a procedure for a arterial ischemic stroke (ais) acute thrombus collection surgery. Vessel tortuosity was moderate. The access vessel was the internal carotid with a diameter of 4mm. No patient symptoms were reported.